Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device indicated interference/noise. Impedance trends were steady. The lifetime ventricular sensing integrity counter is 661 and all counts occurred since (B)(4) 2010. A high value of this count can indicate a possible intermittency in the system.

Event description:
It was reported that device over sensing was noted. The impedance was stable. Technical support indicated a possible lead fracture or another type of integrity issue. The device remains in use. No patient complications were reported as a result of this event.